Event description:
Description of the original complaint: "tip on inside of the blade came off. No patient impact. Intervention was required to remove from the patient." Relevant events and information obtained for the reported incident: just prior to the incident the surgeon was performing sinus surgery, it was reported that the device was being operated at 4,500 rpm in forward direction. The catalog recommended speed is 5,000 rpm in oscillate direction. The user facility stated "that shaver was hooked up to irrigation properly. During shaving, the rotating 4.0 blade broke up the patient s nose". Subsequent actions pertinent to this event, the facility stated "it was recovered instantly and no harm or injury was noticed to the patient per the surgeon. No significant delay of surgery or additional follow-up care required as a result of this event. The evaluation of the returned device showed all portions of the blade were received. The portion that became detached measured approximately 1/4 inch long. The piece consisted of the inner cutting tip which had broken at the first proximal valley. The corresponding cutting area of the outer blade was flared out and indented on the right side indicating the inner blade contacted the outer and broke in a clockwise direction. Inspection of the outer hub showed deformation of the locking area caused by excessive pressure being applied to the blade during use. Functional inspection showed that the blade loads properly into a handpiece, rotates, and spins. No further analysis or conclusion can be drawn with the condition the blade was received. IFU statements include, but are not limited to: discontinue powered application in the event of lack of visualization of the surgical site.

Manufacturer narrative:
The initial medical device report (form 3500a) filed on (B)(4) 2011, included the following statement: "the evaluation of the returned device showed all portions of the blade were received". On (B)(4) 2011 engineering reported to that while doing a failure investigation using a scanning electron microscope at 33 magnification and again at 220 magnification revealed a very small piece missing from the outer blade near the damaged teeth at the distal end. The missing portion measured approximately .3 mm (0.012 inches) long, by .1 mm (0.004 inches) wide, by 0.001 inches thick. Since the initial product analysis the device in question has been cleaned, sterilized, and transported in multiple containers to multiple areas. It cannot be determined when the minute particle became detached or if the missing piece was present initially. This new information is being filed as a supplemental medical device report.

Manufacturer narrative:
No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. Product, in an as received condition, did not meet specification. The information reasonably suggests that a device in question has malfunctioned as defined by the FDA and a review of the complaint history indicates that this product problem has caused tissue damage in the past and therefore is likely to cause or contribute serious injury if this event were to recur. There was surgical / medical intervention in the form of retrieving the tip of the blade from the surgical site. This report is being filed as a product problem with adverse event / intervention to preclude serious injury. (B)(4).